Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volume accuracy testing on two different lines (18. 67-18.73). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.